Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had the wrong serial number on asm. No patient involvement was reported.

Event description:
It was reported that the device had the wrong serial number on asm. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they re assign serial number. Replaced front cover, rear case, keypad, barrel clamp, lt/rt handles, lens indicator, front door, rear door, lock label, ac cord wrap, retainer, gripper,wiper seal, tube/sleeve drivearm & lt & rt iui connector. Performed calibration. A review of the device history record for (B)(6), was performed from the date of manufacture (B)(6) 2020, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a maintenance issue of the label.